Manufacturer narrative:
The device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump that had a battery failure and turned off during therapy. The pump was infusing epinephrine (dose, programmed amount and delivery rate unknown) and alarmed battery failure despite being plugged into the wall, with manual check of plug in pump turned off. The infusion stopped and the patient's blood pressure dropped sharply. The registered nurse (rn) rapidly programmed another pump already in the room and restarted the infusion within 1 minute. The patient converted to ventricular arrhythmias and cardiac arrest and was defibrillated one time. No additional information is available.